Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were discovered to have inadequate iodine on the sponge. This issue was observed prior to patient use during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual devices were not received for evaluation; therefore, a device analysis could not be completed for those samples. Eight (8) companion samples were evaluated. Visual inspection of the companion samples did not identified any issues; presence of fresh iodine was detected. The reported condition was not verified on the companion samples. Should additional relevant information become available, a supplemental report will be submitted.